Event description:
On 3/30/2022 the manufacturer was made aware of an alleged adverse event where a screw used in an acdf procedure reportedly failed and fractured. Relevant information relating to the identification of the device was not provided, which precludes identification of the manufacturer of the device.